Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to claim that on (B)(6) 2014 patient experienced possible detached sensor wire. Patient reported after insertion, sensor wire remained in applicator. Patient reported difficulty with insertion. No medical intervention was required.